Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results for several patients that were generated by the access 2 immunoassay instrument. Indeterminate results were generated for the initial accu tni run. The results were normal when repeated. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Samples were collected in serum tubes with gel separator and allowed to clot 30 minutes before centrifugation. Qc performed prior to the event was within specifications. Qc performed following the event was out of specifications. A field service engineer (fse) was dispatched to the customer lab in 2007. Customer performed system check, and the fse observed that the system check was failing. The fse discovered one mixer station within the wash carousel to be inoperative. The fse replaced the mixer belt and pinch rollers and verified mixer belt speed. The fse reset the main pipettor alignments to the wash tower and primed the system. The fse performed system check which passed all parameters. The fse performed add'l system testing and verified that the instrument is operating within specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.